Manufacturer narrative:
No further information concerning this report is available. This investigation will be updated as further information is provided.

Event description:
Boston scientific received information tha the patient with this right ventricular (rv) lead underwent a revision procedure three days after initial implant. The cause of the additional procedure was not reported. This product still remains in service. No additional adverse patient effects were reported.